Manufacturer narrative:
Although requested, patient demographics not provided. The customer¿s report of a crack in the pca tubing was confirmed to be a female luer crack. Visual inspection found a crack in the female luer wall (p/n 630-01363) on the opposite end of the injection gate. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. Functional testing observed a crack and leak in the same location. The root cause of the crack could not be identified.

Event description:
It was reported that a post tace (transarterial chemoembolization) procedure the patient was prescribed a pca dose of 1mg of dilaudid for pain relief. After multiple doses of dilaudid, the patient continued to complain of pain at a 7 out of 10 range on the pain scale. The clinician assessed the tubing and found there was a crack in the pca tubing where it was connected to the primary ns line. The pca tubing was wet and there was leakage onto the floor. The pca tubing was replaced with no further issue. There was minor patient harm due to the lack of pain relief as a result of the leak.